Event description:
It was reported that upon device interrogation there was no diagnostic data and that a device message that it was "initializing" was received. It was further indicated that there was no atrial lead implanted and that the atrial port on the device had been "plugged". The clinician also expressed concern that there was a potential for missed diagnostic data or arrhythmias. Follow up was conducted and unable to verify what action was taken. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.